Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on an unspecified date, the patient broke the post of the lgn ps high flex xlpe sz 7-8 13, approximately in (B)(6) 2023. The breakage occurred due to "normal wear", the patient did not have trauma to the knee that caused it. A revision surgery was performed on (B)(6) 2023, where the insert was explanted and replaced. The current health status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that clinical documentation had not been received and the current status of the patient is unknown. In the absence of the requested information, definitive clinical factors could not be concluded to have contributed to the event. The patient impact beyond the reported revision due to post breakage/¿normal wear¿ cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break as a result of strenuous activity or trauma. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Verifying the device configuration according to the inspection drawing is performed within the steps of the final inspection. Per material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.